Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4). Type of investigation: 10 testing of actual/suspected device. Investigation findings: 4210 leakage/seal, (B)(4). Identified, 135 degradation problem identified, 3211 deformation problem. Investigation conclusions: 61 unintended use error caused or contributed to event if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states within the pai region stating there was "no video connection-error message" involving pentax medical video gastroscope model# eg-2990i, serial number# (B)(4). The event was reported to occur in the operating room before use. There was no report of serious injury, delay in procedure or required medical intervention. The customer owned endoscope was received by pentax medical for evaluation on (B)(6)2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of image blackout and also documented the following inspection findings: fluid invasion in segment section, fluid invasion in control body, insertion tube buckles at end of root brace, pve electrical pin corroded, failed dry leak test, pve electrical connector frame has severe corrosion, endoscope failed electrical safety test plct, failed wet leak test, leak at biopsy channel (large/ primary) inlet side, segment corroded, fluid invasion in pve connector, # 2 remote control button cover cracked, fluid invasion to insertion tube, control body severe corrosion inside, ccd circuit board corrosion, fluid invasion in umbilical light guide cable, hole in # 1 remote control button cover, primary channel resistance at proximal end near root brace. The device underwent repairs including the following components: o-rings and seals, operation channel, adjusting collar, bending rubber, distal attaching plate, segment assay attaching screw, insertion flex tube, segment attaching screw, staycoil collar, segment staycoil assay pb-free, rl pulley assay, ud pulley assay, intermediate plate, pcb for r.c switch pb-free, electrical connector assay, shield pipe for ccd, signal wire for ccd, conductive plate, x-ring (1.8x19.6) gray. The endoscope is awaiting repair completion and approved by final qc as of (B)(6) 2021. Model# eg-2990i, serial number# (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On (B)(6) 2021, a device history record(DHR) review for model# eg-2990i, serial number# (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(6) facility on (B)(6) 2011 under normal conditions. The endoscope was reworked for defective filter, which was replaced, and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2011. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.